Manufacturer narrative:
The complaint is being reported by zimmer biomet as (B)(4). The product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the skin caught in mesher and side knobs would not pull down. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). On (B)(6) 2017, it was reported that the skin got caught in the mesher and the side knobs would not pull down. Clinical follow up was conducted to clarify any additional information about the reported event however, the customer was unresponsive. The customer returned a skin graft mesher device, serial number (B)(4), for evaluation. The customer also returned a 1.5:1 ratio cutter, serial number (B)(4) and a 3:1 ratio cutter, serial number (B)(4) for evaluation. Zimmer biomet surgical has previously repaired/evaluated skin graft mesher serial number (B)(4) one time as documented in the repair reports in livelink. The last repair was (B)(6) 2012 where it was reported that the device needed repair and the ratchet gear and all the parts deemed damaged during the assessment process were replaced. This is not a related issue. The device history record (DHR) review for the skin graft mesher, serial number (B)(4), noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR review found no issues with the device and all verifications, inspections and tests were successfully completed. Initial qa inspection of the skin graft mesher on (B)(6) 2017 revealed the calibration could not be pre-tested due to the damaged comb. The device had visual damage to the gear, roller, and side plates. The 1.5:1 ratio cutter, serial number (B)(4) produced an incomplete cut and was deemed non-repairable. The 3:1 ratio cutter, serial number (B)(4) produced a passing test cut. Repair of the skin graft mesher was performed by zimmer biomet surgical on (B)(6) 2017 which included replacement of the roller, worn bushings, worn side plates, damaged comb, and gears. Skin graft mesher, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event was confirmed since during initial inspection due to the damaged comb. There was damage to the gear, roller and side plates as well. The root cause of the skin was getting caught in the mesher and the side knobs would not pull down cannot be specifically determined with the provided information. The issue was resolved with the replaced the roller, worn bushings, worn side plates, damaged comb, and gears. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Skin graft mesher, serial number (B)(4), was repaired, tested and returned to the customer.